Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic insert involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.310¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additional observation not reported by site: the instrument was found to have the teflon pad on the clamp arm damaged. A missing piece, measuring roughly 0.012" x 0.035" was not returned.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the tip of the harmonic ace (ha) instrument was broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.